Event description:
It is reported that pt underwent a revision due to pain. The liner was reported to have significant backside wear and was found not seated in the shell during the revision. Osteolysis was also noted.

Manufacturer narrative:
The liner was not returned for review. It was in vivo for approximately 18 years. Review of the device history records did not find any deviations or anomalies. This device was used in treatment of the pt. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone qual, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. The most likely cause of pain is from osteolysis from wear of the liner due to use over 18 years in vivo.